Manufacturer narrative:
Corrected physicians name and address based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information received indicates the patient had their lead explanted and replaced to address the issue. Therapy was restored post-op.

Manufacturer narrative:
Date of the event is estimated.

Event description:
It was reported the patient is experiencing ineffective therapy. Additional information shows the patient has high impedances. Surgical intervention may take place at a later date to address the issue.